Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received lost sensor alarms and sensor end alerts with their sensor. The customer also reported their transmitter was no longer functional. The customer stated they have recharged the transmitter, but lights did not appear. Customer stated their sensor cannula was not bent upon removal. The customer's blood glucose was 92 mg/dl. It was also found the customer received two failed self test alarms on their insulin pump. The customer's insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self-test due to faulty remote frequency board. The insulin pump alarmed lost sensor due to alarm. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.